Event description:
It was reported that the tip was broken. At the time of this report, it is unknown when the issue was identified and how the procedure was completed. However, the device was not use on the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.